Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative kyphoplasty therapy. It was reported that the when the screw was replaced in the re-operation, during inserting the screw, the driver tip broke. As only the screw at l5 was replaced, when extending to caudal portion, the screw was replaced with the reported screw newly to match the alignment, (there was no loose of the screw). After the 7.5 mm diameter screw placed originally was removed and tapping with 7.5 mm diameter, the screw was inserted. During insertion, the tip of the driver for navigation broke off and stuck in the screw head. Also, the range of posterior fusion was extended. It was the operation in which the fusion was planned to be performed on th10-l5 originally, but the fusion was extended to th10. " ps of left l5 was placed using navi <(>&<)> navlock probe, navlock tap, and navlock driver. When ps was inserted, the bone was very hard and the screw worked, but maybe it was too effective, the driver tip broke off just before the placement was completed. Since the broken off tip was unable to be removed, a short rod was placed and final tightening was performed, rod gripper was used to remove the rod, and a new short 5mm screw was placed and the operation was completed without problems. There was no malfunction like bones breaking." There was an overall delay in surgery for less than 60 minutes. There was no impact on the patient. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.